Event description:
Additional information was received that this device was replaced with a competitor's device per patient's request. During the device procedure, the physician noted visible separation between the header and the case of the device. The right ventricular (rv) lead was evaluated and no evidence of malfunction found. The right ventricular (rv) lead remains implanted. There were no adverse patient effects reported.

Event description:
Boston scientific received information through a remote monitoring system that detected an out of range high pacing impedance measurement on the right ventricular (rv) lead. There was no information immediately available. A request for additional information has been sent. Subsequently, a boston scientific field representative contacted boston scientific technical services (ts) to discuss the alert. Ts discussed the devices historical daily measurements. Ts observed that changes to impedances were very abrupt and discussed possible primary lead issue or possible connection issue. Ts suggested an invasive procedure to asses the device - lead system.

Manufacturer narrative:
The available information suggests the device-lead system remains in service. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a weakened header bond, but did not confirm the high pacing impedance observation. There were tool marks observed on the front and back side of the device case. Right ventricular (rv) lead insertion was verified by evidence of lead seal ring marks in the rv header port. The header of the device was noted being slightly loose but still remained attached to the device. X-ray examination was performed. The header wires were verified to be intact. Improvements have been made to the manufacturing process in order to strengthen the bond between the header and the device case.

Manufacturer narrative:
The device was returned. Analysis of the returned product is currently ongoing. This report will be updated upon completion.